Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 left ventricular assist system (lvas) was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was self trauma to the patient's driveline site while patient was in the shower. Patient had pain and redness around the driveline. Patient was started on doxycycline for this event on (B)(6) 2017. In the follow up visit on (B)(6) 2017, patient reported no pain and there were no signs of infection. Patient finished out antibiotics for entire 14 days as ordered. No further or additional information was provided.